Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated that an mp70 announced visible and audible red brady alarm around 7:30 am. Although the nursing staff immediately assisted the pt, the pt died after resuscitation treatment. While reviewing the alarm logs, it was discovered that the only logged data before the vfib alarm was question marks (?) From the bed. The customer is implying that if the monitor alarmed before the vfib alarm, the result for the pt may have been different. Preliminary investigation shows that the monitor was tested and worked as intended. The monitor alarmed per its specifications and configurations.